Event description:
It was reported that patient presented in clinic with complaints of chest pain. Perforation, lead dislodgement, decrease in sensing and loss of capture were observed. The lead was explanted and replaced. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and the lead was found to be within specification.